Manufacturer narrative:
Customer entity: abbvie inc. Country: united states. Street: 1 north waukegan road. City: north chicago. State: illinois. Zip code: 60064. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient reported a redness, inflammation at the injection site on the left upper arm. At this site, she had a pump installed for parkinson's disease therapy (produodopa), consequently she developed an abscess which was surgically treated. And the doctor prescribed antibiotics treatment with betaklav (amoxicillin/clavulanic acid) on (B)(6) 2026, however no malfunction related to infusion set.